Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the customer's insulin pump had a critical pump error. The customer¿s blood glucose level was 110 mg/dl at the time of call. The customer's parent stated that the insulin pump had a critical pump error displayed on the screen. Customer's parent also reported that the customer was hospitalized on (B)(6) 2018 due to high blood glucose of 433 mg/dl. Customer treated with liquids. It was also reported that the insulin pump had a keypad anomaly and the buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unable to verify soft ware due to critical pump error. There was a pump error alarm noted in the pump history and critical pump error due to moisture damage on the electronic assembly. Unable to verify keypad anomaly and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to critical pump error.